Event description:
It was observed during the device inspection, that the cysto-nephro videoscope connecting tube exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, the foreign body has not been identified. Based on the facts obtained during the investigation, it is likely that the reprocess could not be completed successfully before it was shipped from the facility due to the impact of the leak, and that foreign matter may have remained. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). However, the root cause could not be determined. The issue can be detected/prevented by following the instructions provided in: the suggested events are detectable and preventable by handling device in accordance with the following IFU. Chapter 5 safety for cleaning, disinfection and sterilization. ·chapter 6 washing, disinfection, sterilization condition. ·chapter 7 washing, sanitizing, sterilization hands. Chapter 8 combination with cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.